Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: o*n (B)(6) 2013: negative for dysplasia. Negative for hyperplasia or carcinoma. On (B)(6) 2018: surgical pathology report specimen received: a,uterus. Myometrium: leiomyomas x 2 (0.3 and 0.5 cm). Gross description: present within the endometrial cavity is a 12 x less than 0.1 cm coiled silver metallic wire. Previously administered products included for an unreported indication: depo provera 150 mg i.m.. Concurrent conditions included irregular menstrual cycle, metrorrhagia, inflammation, uterine fibroid and obesity. Concomitant products included caffeine;paracetamol (excedrin) from (B)(6) 2012 to (B)(6) 2013, celecoxib (celexa) from (B)(6) 2012 to (B)(6) 2012, clonazepam from (B)(6) 2012 to (B)(6) 2013, diazepam from (B)(6) 2013 to (B)(6) 2013, docusate sodium (colace) from (B)(6) 2012 to (B)(6) 2013, ferrous sulfate from (B)(6) 2012 to (B)(6) 2013, ibuprofen from (B)(6) 2012 to august 2013, loratadine from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2013, nsaid's from (B)(6) 2009 to (B)(6) 2013, omeprazole (prilosec) from (B)(6) 2012 to (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2013, phentermine (adipex) from (B)(6) 2013 to (B)(6) 2013 and phentermine from (B)(6) 2012 to august 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 4 years 1 month after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (underwent a total robotic hysterectomy(full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, headache and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: robotic lysis of adhesions. Cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 27-nov-2018: plaintiff fact sheet was received. Events added from pfs- migraines, headaches. And abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: anxiety clubbed to previous events. Concomitant drug were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: o*n (B)(6) 2013: negative for dysplasia. Negative for hyperplasia or carcinoma. On (B)(6) 2018: surgical pathology report specimen received: a,uterus. Myometrium: leiomyomas x 2 (0.3 and 0.5 cm). Gross description: present within the endometrial cavity is a 12 x less than 0.1 cm coiled silver metallic wire. Previously administered products included for an unreported indication: depo provera 150 mg i.m.. Concurrent conditions included irregular menstrual cycle, metrorrhagia, inflammation, uterine fibroid and obesity. Concomitant products included caffeine;paracetamol (excedrin) from (B)(6) 2012 to (B)(6) 2013, celecoxib (celexa) from (B)(6) 2012 to (B)(6) 2012, clonazepam from (B)(6) 2012 to (B)(6) 2013, diazepam from (B)(6) 2013 to (B)(6) 2013, docusate sodium (colace) from (B)(6) 2012 to (B)(6) 2013, ferrous sulfate from (B)(6) 2012 to (B)(6) 2013, ibuprofen from (B)(6) 2012 to (B)(6) 2013, loratadine from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2013, nsaids from (B)(6) 2009 to (B)(6) 2013, omeprazole (prilosec) from (B)(6) 2012 to (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2013, phentermine (adipex) from (B)(6) 2013 to (B)(6) 2013 and phentermine from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 4 years 1 month after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (underwent a total robotic hysterectomy(full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, abdominal pain and metrorrhagia had resolved, the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, migraine, urinary tract infection and post procedural complication outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: robotic lysis of adhesions. Cystoscopy. Received treatment for: pelvic ,abdominal, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: post procedural complication, metrorrhagia, uti added. Outcome for pain and bleeding added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (underwent a total robotic hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013: negative for dysplasia. Negative for hyperplasia or carcinoma. Previously administered products included for an unreported indication: depo provera 150 mg i.m.. Concurrent conditions included irregular menstrual cycle, metrorrhagia, inflammation nos, uterine fibroid and obesity. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2013, 4 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues") and infection ("infections"). The patient was treated with surgery (underwent a total robotic hysterectomy(full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain was resolving and the menstrual disorder, infection, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, infection, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: robotic lysis of adhesions. Cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on(B)(6) 2009: total bilateral occlusion. On (B)(6) 2018: surgical pathology report specimen received: a,uterus. Myometrium: leiomyomas x 2 (0.3 and 0.5 cm). Gross description: present within the endometrial cavity is a 12 x less than 0.1 cm coiled silver metallic wire. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history updated. Indication female sterilization and removal date was added. Events: vaginal haemorrhage, menorrhagia, depression, anxiety, dysmenorrhea, abdominal pain were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 27-year-old female patient who had essure (batch no. Bc695711-inv,623216,623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013: negative for dysplasia. Negative for hyperplasia or carcinoma. On (B)(6) 2018: surgical pathology report specimen received: a,uterus. Myometrium: leiomyomas x 2 (0.3 and 0.5 cm). Gross description: present within the endometrial cavity is a 12 x less than 0.1 cm coiled silver metallic wire. Previously administered products included for an unreported indication: depo provera 150 mg i.m.. Concurrent conditions included irregular menstrual cycle, metrorrhagia, inflammation, uterine fibroid and obesity. Concomitant products included caffeine; paracetamol (excedrin) february 2012 to august 2013, celecoxib (celexa) from march 2012 to april 2012, clonazepam from march 2012 to august 2013, diazepam from august 2013 to september 2013, docusate sodium (colace) from february 2012 to august 2013, ferrous sulfate from march 2012 to august 2013, ibuprofen from march 2012 to august 2013, loratadine from july 2012 to august 2013, medroxyprogesterone acetate (depo-provera) from may 2009 to august 2013, nsaids from may 2009 to december 2013, omeprazole (prilosec) from february 2012 to august 2013, oxycodone hydrochloride;paracetamol (percocet) from august 2013 to september 2013, paracetamol (acetaminophen) from may 2009 to december 2013, phentermine (adipex) from august 2013 to september 2013 and phentermine from february 2012 to august 2012. . On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraine headache"). In (B)(6) 2011, the patient experienced anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 4 years 1 month after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total robotic hysterectomy(full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, metrorrhagia and urinary tract infection had resolved, the menstrual disorder, infection, depression, anxiety, headache, migraine and post procedural complication outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: robotic lysis of adhesions. Cystoscopy. Received treatment for: pelvic ,abdominal, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. The lot number reported (bc695711) is not valid. Lot number:623215 manufacture date: 2009-03 expiration date:2012-03. Lot number:623216 manufacture date: 2009-03 expiration date:2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 27-year-old female patient who had essure (batch no. Bc695711,623216) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013: negative for dysplasia. Negative for hyperplasia or carcinoma. On (B)(6) 2018: surgical pathology report specimen received: a,uterus. Myometrium: leiomyomas x 2 (0.3 and 0.5 cm). Gross description: present within the endometrial cavity is a 12 x less than 0.1 cm coiled silver metallic wire. Previously administered products included for an unreported indication: depo provera 150 mg i.m.. Concurrent conditions included irregular menstrual cycle, metrorrhagia, inflammation, uterine fibroid and obesity. Concomitant products included caffeine;paracetamol (excedrin) from (B)(6) 2012 to (B)(6) 2013, celecoxib (celexa) from (B)(6) 2012 to (B)(6) 2012, clonazepam from (B)(6) 2012 to (B)(6) 2013, diazepam from (B)(6) 2013 to (B)(6) 2013, docusate sodium (colace) from (B)(6) 2012 to (B)(6) 2013, ferrous sulfate from (B)(6) 2012 to (B)(6) 2013, ibuprofen from (B)(6) 2012 to (B)(6) 2013, loratadine from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2013, nsaids from (B)(6) 2009 to (B)(6) 2013, omeprazole (prilosec) from (B)(6) 2012 to (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2013, phentermine (adipex) from (B)(6) 2013 to (B)(6) 2013 and phentermine from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 4 years 1 month after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (underwent a total robotic hysterectomy(full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, metrorrhagia and urinary tract infection had resolved, the menstrual disorder, infection, depression, anxiety, headache, migraine and post procedural complication outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: robotic lysis of adhesions. Cystoscopy. Received treatment for: pelvic ,abdominal, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 28-jan-2020: mr received. New reporter added. Lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 27-year-old female patient who had essure (batch no. Bc695711-inv,623216,623215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013: negative for dysplasia. Negative for hyperplasia or carcinoma. On (B)(6) 2018: surgical pathology report specimen received: a,uterus. Myometrium: leiomyomas x 2 (0.3 and 0.5 cm). Gross description: present within the endometrial cavity is a 12 x less than 0.1 cm coiled silver metallic wire. Previously administered products included for an unreported indication: depo provera 150 mg i.m.. Concurrent conditions included irregular menstrual cycle, metrorrhagia, inflammation, uterine fibroid and obesity. Concomitant products included caffeine; paracetamol (excedrin) from (B)(6) 2012 to (B)(6) 2013, celecoxib (celexa) from (B)(6) 2012 to (B)(6) 2012, clonazepam from (B)(6) 2012 to (B)(6) 2013, diazepam from (B)(6) 2013 to (B)(6) 2013, docusate sodium (colace) from (B)(6) 2012 to (B)(6) 2013, ferrous sulfate from (B)(6) 2012 to (B)(6) 2013, ibuprofen from (B)(6) 2012 to (B)(6) 2013, loratadine from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2013, nsaids from (B)(6) 2009 to (B)(6) 2013, omeprazole (prilosec) from february 2012 to august 2013, oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2013 to (B)(6) 2013, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2013, phentermine (adipex) from (B)(6) 2013 to (B)(6) 2013 and phentermine from (B)(6) 2012 to (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraine headache"). In (B)(6) 2011, the patient experienced anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 4 years 1 month after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total robotic hysterectomy(full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, metrorrhagia and urinary tract infection had resolved, the menstrual disorder, infection, depression, anxiety, headache, migraine and post procedural complication outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: robotic lysis of adhesions. Cystoscopy. Received treatment for: pelvic ,abdominal, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. The lot number reported (bc695711) is not valid. Most recent follow-up information incorporated above includes: on 1-jun-2020: lot number added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2013: negative for dysplasia. Negative for hyperplasia or carcinoma. On (B)(6) 2018: surgical pathology report specimen received: a,uterus. Myometrium: leiomyomas x 2 (0.3 and 0.5 cm). Gross description: present within the endometrial cavity is a 12 x less than 0.1 cm coiled silver metallic wire. Previously administered products included for an unreported indication: depo provera 150 mg i.m. Concurrent conditions included irregular menstrual cycle, metrorrhagia, inflammation, uterine fibroid and obesity. Concomitant products included caffeine;paracetamol (excedrin) from (B)(6) 2012 to (B)(6) 2013, celecoxib (celexa) from on (B)(6) 2012, clonazepam from (B)(6) 2012 to (B)(6) 2013, diazepam on (B)(6) 2013, docusate sodium (colace) from (B)(6) 2012 to (B)(6) 2013, ferrous sulfate from (B)(6) 2012 to (B)(6) 2013, ibuprofen from (B)(6) 2012 to (B)(6) 2013, loratadine from (B)(6) 2012 to (B)(6) 2013, medroxyprogesterone acetate (depo-provera) from (B)(6) 2009 to (B)(6) 2013, nsaids from (B)(6) 2009 to (B)(6) 2013, omeprazole (prilosec) from (B)(6) 2012 to (B)(6) 2013, oxycodone hydrochloride;paracetamol (percocet) on (B)(6) 2013, paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2013, phentermine (adipex) on (B)(6) 2013 and phentermine on (B)(6) 2012. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2011, the patient experienced anxiety ("mental anguish / psychological or psychiatric problems condition: anxiety"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"), 4 years 1 month after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depression"). On an unknown date, the patient experienced menstrual disorder ("menstrual issues"), infection ("infections"), metrorrhagia ("metrorrhagia"), urinary tract infection ("uti") and post procedural complication ("post procedural complication"). The patient was treated with surgery (underwent a total robotic hysterectomy(full)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, metrorrhagia and urinary tract infection had resolved, the menstrual disorder, infection, depression, anxiety, headache, migraine and post procedural complication outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, infection, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: robotic lysis of adhesions. Cystoscopy. Received treatment for: pelvic ,abdominal, metrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events , urinary tract infection, vaginal hemorrhage and menorrhagia were updated to recovered. Lot number was added. Incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.